Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 150 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported on (B)(6) 2017 that there was an infection in the area of the pocket. The patient had redness and bruising that was around the right groin. This was considered a sudden change in therapy/symptoms. The infection was confirmed to be streptococcus a. The date of the event was indicated to be (B)(6) 2017. It was unknown if the infection was associated with a specific event and the hcp was not sure if a refill had occurred in close proximity to the infection. The infection was diagnosed (B)(6) 2017. It was noted that they ¿externalized¿ as action taken to resolve the infection. The pump was removed from the pocket due to the infection but was left connected to the catheter and the patient was weaned until (B)(6) 2017 when they were ready to turn off the pump. They were explanting the pump tomorrow ((B)(6) 2017) due to the infection. It was unknown if there was an allegation against device sterility. The patient outcome was treatment was ongoing and the patient was hospitalized. No further complications were reported.

Event description:
Additional information was received. The cause for the infection was not determined. The pump was explanted by the neurosurgeon and the infection was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the patient experienced an infection in the area of the pump pocket with sudden bruising and redness around the right groin area on (B)(6)2017. On an unknown date, a streptococcus group a infection was confirmed. The physician was not sure if a refill had occurred in close proximity to the infection. On an unknown date, the pump was ¿externalized¿ or removed from the pocket due to the infection but the pump was left connected to the catheter. The patient was then weaned from intrathecal baclofen (itb) until (B)(6)2017. On (B)(6)2017, the physician requested and was provided with a password to permanently disable the pump. The treatment plan was to explant the patient¿s pump on (B)(6)2017, due to the infection. On an unspecified date, the patient¿s pump was explanted, and the status of the affected pump was unclear, as the neurosurgeon didn¿t know if they had sent it back for analysis. As of (B)(6)2017, the infection had resolved and the cause of the infection and/or any contributing factors was not determined. On (B)(6)2017, the patient was further identified as white. On (B)(6)2017, the patient presented with a rash on the abdomen and right groin. On an unspecified date, the patient was diagnosed with staphylococcal urinary tract infection (uti). The patient then developed swelling around the pump. On (B)(6)2017, the patient was admitted to a hospital. C-reactive protein (crp) level was 32.9 and white blood count (wbc) level was 9.06. On (B)(6)2017, the patient was transferred to a separate hospital with an admitting diagnosis of baclofen pump injection. The final culture was identified as streptococcus agalactiae. The patient¿s pump was explanted and aspiration of fluid around the pump performed. An infectious disease (ID) consult was completed. The treatment rendered included a pump explant and a course of intravenous (IV) antibiotics. On (B)(6)2017, the patient was discharged. The infection had improved. Medical history : history of a near drowning incident with brain injury, intractable spasticity, a head/brain injury